Event description:
Patient was revised to address tibial subsidence and loosening. Osteolysis was discovered intraoperatively.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated.